Manufacturer narrative:
H6: investigation summary: customer returned a single 1ml syringe. The stopper of the syringe is separated from the tip of the plunger rod. The stopper appears to be compressed onto the inner wall of the syringe barrel. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of stopper damage. Root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ 1ml insulin syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged stopper. According to the customer's report, the stopper was found to be disfigured in the barrel.

Event description:
It was reported while using bd ultra-fine¿ 1ml insulin syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged stopper. According to the customer's report, the stopper was found to be disfigured in the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.